Event description:
It was reported to philips that the system gave a message, ¿bodyguard active¿, and lost all c-arm movement. The device was in clinical use at the time of the event. There was a less than five-minute delay to the start of the procedure. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and walked them through calibrating the device¿s bodyguard. After the calibration completed, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that c-arm moment was not possible as well as bodyguard active message was displayed. The root cause of the issue was may be the humidity changed more that 10%, or fluid was on the x-ray tube cover. Rse performed bodyguard calibration to resolve the issue. After the calibration was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.